Manufacturer narrative:
An event regarding dislocation of an adm/mdm construct was reported. Review of the provided medical records confirms limb length discrepancy involving an unknown exeter stem. Method & results: product evaluation and results: not performed as no product was returned for evaluation, it remains implanted. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: two major component malposition factors active in the hip joint with non- anatomical anteversion and inclination in the arthroplasty in combination with two additional soft tissue related instability factors regarding short leg length and use of a 22-mm femoral head that may further increase capsular laxity while effective rom of a 22-mm femoral is relatively small and thereby has minimal tolerance for component malposition issues with major risk of impingement in the arthroplasty to result in hip instability ultimately leading to hip revision. Cup malposition with non-anatomical anteversion and inclination short left leg with 1-cm contributing to soft tissue laxity around the hip use of 22-mm femoral head has small effective rom and thereby minimal tolerance against impingement. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: two major component malposition factors active in the hip joint with non-anatomical anteversion and inclination in the arthroplasty in combination with two additional soft tissue related instability factors regarding short leg length and use of a 22-mm femoral head that may further increase capsular laxity while effective rom of a 22-mm femoral is relatively small and thereby has minimal tolerance for component malposition issues with major risk of impingement in the arthroplasty to result in hip instability ultimately leading to hip revision. Cup malposition with non-anatomical anteversion and inclination. Short left leg with 1-cm contributing to soft tissue laxity around the hip. Use of 22-mm femoral head has small effective rom and thereby minimal tolerance against impingement. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Contacted us for a mdm luxated by a patient with a tha. The primary surgery took place in 2014 (exeter stem and tritanium solid cup). There was an acetabular revision in 2017. The exact date is unknown. Additional patient records/ x-rays and operation reports are not available in this case. This is a pi related to (B)(6) and is reported for a primary revision that had taken place within the same patient. Updated based on medical review. This pi relates to first revision surgery which occurred in 2017 due to dislocation between the femoral head and x3 liner. The medical review revealed. Cup malposition with non-anatomical anteversion and inclination. Short left leg with 1-cm contributing to soft tissue laxity around the hip. Use of 22-mm femoral head has small effective rom and thereby minimal tolerance against impingement an unknown exeter stem was added to the product grid in this complaint investigation based on the medical review for limb length discrepancy and migration.